Event description:
It was reported that a pt underwent a procedure in 2006 for chiari malformation. A gore preclude (B)(4) device was reported to be implanted. Two weeks after the procedure, the pt reported developing meningitis. The pt consulted a second neurosurgeon and a procedure to remove the patch was performed. The surgeon's findings concluded that removing the patch would not be of benefit, and the patch was left in place. Medical records from (B)(6) hospital revealed the following surgical interventions: on (B)(6) 2006, posterior fossa craniectomy; c1 laminectomy and duraplasty. The pt's preoperative diagnosis was chiari1 malformation with syringomelia. On (B)(6) 2007, suboccipital wound revision; stent placement 4th ventricle of cervical subarachnoid. Space; re-suturing of dural patch. The pt's preoperative diagnosis was suboccipital pseudomeningocele. Aerobic and anaerobic cultures were taken of the cerebral spinal fluid before and during the second procedure. No organisms were seen in the final reports. There is no reference to meningitis in these reports.